Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. A synergy drug-eluting stent was advanced to treat a lesion. However, when the stent was attempted to deploy, it would not deploy. It was thought that there may be a hole in the stent delivery balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and everything was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A lot of dried media was observed inside the balloon and lumen. An attempt was made to load the device on a 0.014" guide wire prior to an inflation attempt. However, this attempt failed due to the solidified media in the wire lumen and balloon. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified solution before further inflation attempts were made to load the guide wire and inflate the device. The device was removed from the bath and the 0.014" guide wire was successfully loaded. The balloon was attached to an inflation device and an attempt was made to inflate the balloon. The balloon partially inflated with proximal stent struts row 1 partially flared. The investigator was unable to inflate to the rated burst pressure. A leak was noted, as the investigator was inflating the device liquid was exiting through a pinhole located on the lasercut hypotube 2mm proximal to the wire exit port. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination identified a kink 109cm distal from distal end of strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A synergy drug-eluting stent was advanced to treat a lesion. However, when the stent was attempted to deploy, it would not deploy. It was thought that there may be a hole in the stent delivery balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and everything was fine. It was further reported that the synergy des was inflated twice and was still attached the stent delivery balloon upon removal from the patient.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. A synergy drug-eluting stent was advanced to treat a lesion. However, when the stent was attempted to deploy, it would not deploy. It was thought that there may be a hole in the stent delivery balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and everything was fine. It was further reported that the synergy des was inflated twice and was still attached the stent delivery balloon upon removal from the patient.